Event description:
The customer reported to olympus, that the evis lucera elite gastrointestinal videoscope had a defective switch #1. During the device evaluation, it was found that foreign material came out of the nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned and evaluated. In addition to the malfunction documented in b5, the additional evaluation findings are as follows: scope connector is dirty due to water leakage, adhesive on bending section cover has a chip, adhesive on bending section cover has white-clouded area, control unit has discoloration, switch #1 has a scratch, image guide protector has a scratch, universal cord has a scratch and a wrinkle, protector of universal cord on control section side has a scratch, adhesives around objective lens has white-clouded area, adhesives around light guide lens has white-clouded area, plastic distal end cover has a dent, connecting tube has a scratch. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation.   A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured.   Based on the results of the investigation, olympus confirmed that foreign material was organic silicon, metal rust, and protein (human origin), came out of the device. However, a definitive root cause could not be determined. The event can be [detected/prevented] by following the instructions for use: instruction manual cleaning/disinfection/sterilization ¿chapter 5 manual cleaning of the endoscope and endo therapy accessories¿, and ¿chapter 8 storage and disposal¿. Olympus will continue to monitor field performance for this device.